Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). D10: g7 finned 3 hole shell 52e. Item: 110017103. Lot: 6069751. Tprlc 133 mp type1 pps so 9.0. Item: 51-106090. Lot: 3920696. Cer bioloxd option hd 36mm. Item: 650-1057. Lot: 2897734. Cer option type 1 tpr sleve -3. Item: 650-1065. Lot: 2904604. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient had an arthroscopy approximately 4 years post implantation due to pain. During the procedure they did an iliopsoas tendon recession with lysis of adhesion and found ilipsoas partial shredded which was consistent with chronic ilipsoas impingement over the cup and psoas bursitis. There were plans to undergo a revision of the cup but has since been cancelled. All components remained implanted. No additional information available for the reported event.